Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in poor condition with a cracked reservoir cover. Device underwent functional testing by being filling the reservoir tank with water; the reported customer complaint was confirmed. The reservoir tank was noted to have a crack in it, as well as have fluid ingression both internally and externally. The most probable root cause has been determined to be normal wear and tear of the device. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical level 1 hotline fluid warmer was "leaking". No adverse effects were reported.